Event description:
It was reported by the patient that the patient's body was rejecting the pacemaker due to allergic reaction. The device was removedand a gold plated device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).